Event description:
It was reported that the right hip was revised due to fretting. Had elevated cobalt and took out and when took out head saw metal debris and fretting on trunnion and inside head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fretting and metal debris involving a v40 cocr lfit head was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because the product was not returned and no medical records were provided.

Event description:
It was reported that the right hip was revised due to fretting. Had elevated cobalt and took out and when took out head saw metal debris and fretting on trunnion and inside head.